Event description:
It was reported that the right ventricular lead exhibited high thresholds due to microdislodgement. The lead was capped. The patient was doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.